Event description:
(1/2, reference (B)(4) for related complaints) (documenting cassette 1) per mw5108653: spontaneous communication, patient stated one of the pumps started beeping last friday with the message "no disposable. Pump wont run". Patient stopped and restarted the pump and made sure cassette is properly attached and no kink in tubing. None of these resolved the issue. Then patient attached the new cassette and pump started working again. Patient rotates pumps every day. Then the patient found out the other pump gave the exact same error message the next day (last sat) with the beeping. Patient switched to the new cassette and the pump started running again. Both pumps are working since then. But patient was not sure if the issue was due to the cassette or the pumps. Patient no longer had the default cassettes with her to provide me the lot number. No other information provided. Product faulted during patient use. No patient injury. Patient was able to continue infusion with another cassette. Life sustaining infusion.